Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, striated broken on anterior. Based on the device analysis the final assessment is: striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.